Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 64% of expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.